Event description:
Additional information was received. The patient experienced a fever of 38.5 [celsius] and yellow liquid in the implant region of the pump (incision). The patient continued under medical observation without fever and without yellow liquid. The analysis result was "aerios" [aureus] staphylococcus.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the patient first started start experiencing infection symptoms on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 500.0 mcg/ml at 564.09 mcg/day via an implantable pump. The dose was increased to 733.10 mcg/day on (B)(6) 2020. It was reported that motor stall and tube set occurred. Logs from (B)(6) 2020 showed that the pump had been stalled for 67 hours and 43 minutes. The pump was interrogated again, and logs showed that the pump was no longer stalled (no active alarms). It was further indicated that the patient had an MRI on (B)(6) 2020, and the pump had been in telemetry mode. It was also reported that the patient had an infection in the pump pocket, and the hcp planned to perform a pocket wash on (B)(6) 2020. The infection led to hospitalization. It was unknown if any environmental, external or patient factors might have led or contributed to the infection. It was unknown if any additional actions/interventions would be taken with regards to the infection. The infection issue was not resolved. Information regarding the patient¿s medical history and other medications was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.